Event description:
(B)(4). After having my fourth child almost 5 years ago, my husband and I decided not to have anymore children due to financial problems. When talking to the doctor to decide what we wanted to do, I said no to iud and other hormonal options because it messed with my system really bad. I wanted a normal tubal-ligation but the doctor was all about the essure instead and how its less invasive and quick recovery no real downtime and is out patient and so safe and effective. I had a 2 year old and a 7 month old baby, so he made essure sound like the best thing ever. As far as informed consent goes...... I was lied to and much crucial information was withheld from me when signing consent to have this evil device implanted. There was no mention of nickel I was told and shown it was made of titanium alloy and surgical steel so hypoallergenic. Nothing at all about pet fibers or migration perforation none of those things. I had to sign a form stating that I understood my implanting doctor was not responsible for any pregnancy that was unlikely to take place but the tiniest chance was still there. That and ectopic pregnancy was the only real risk mentioned and was majorly downplayed. I wasn't informed of the special PMA status for this device either. All of these things would have been deal breakers and I never would have allowed this to be implanted in my body had I known. Well within one week of implanting, I had sharp shooting pain in my tubal area,the doctor said it was normal and would go away after a few weeks. 3 months later, I went for my hsg test to see if my tubes were closed and they were. I still had the sharp shooting pain and doctor still said it was normal and some people take a little longer to heal. I have extreme fatigue, I'm always tired and the brain fog, forgetfulness,extreme bloat and gas, my periods are now heavy and full of clots and my pms resembles early pregnancy symptoms never had that before essure either unless I was actually pregnant. The sharp shooting pains are more frequent and intense when it happens as well. My mood is all over the place and I have had every test under the sun done and nothing is ever found. I never had any of these issues before essure. I just want my life back and my body restored to as close to its original condition as possible before this evil device was pushed on me. I have learned my lesson and am not gonna mess with nature any further. I want my reversal and I want bayer held accountable. Please recall this evil device and make bayer pay for my reversal and the removal of essure from all its victims whatever method they choose. And compensation for those who paid already they deserve compensation for they're pain and suffering and all medical bills due to this negligence!